Event description:
It was reported to fresenius by a contact that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The caller stated the patient was not feeling good and after a manual drain the fluid was noted to be different. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The following day (B)(6) 2021) the patient was admitted to the hospital for the peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with cefepime 2g daily for 21 days to be administered in a 6-to-8-hour dwell. The patient¿s culture resulted positive for citrobacter koseri with a white cell count of 347 (unknown units). The patient was discharged from the hospital on (B)(6) 2021. The patient continued to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis has been attributed to touch contamination. No further information was provided.

Event description:
It was reported to fresenius by a contact that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The caller stated the patient was not feeling good and after a manual drain the fluid was noted to be different. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The following day ((B)(6) 2021) the patient was admitted to the hospital for the peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with cefepime 2g daily for 21 days to be administered in a 6-to-8-hour dwell. The patient¿s culture resulted positive for citrobacter koseri with a white cell count of 347 (unknown units). The patient was discharged from the hospital on (B)(6) 2021. The patient continued to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis has been attributed to touch contamination. No further information was provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn stated the cause of the peritonitis was touch contamination which is supported by the culture result of citrobacter koseri, a bacteria found in the gastrointestinal tract of humans as well as in water, soil, and food. Patients with multiple comorbidities and compromised immune systems are at increased risk for infection with this bacterium. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patients peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported to fresenius by a contact that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The caller stated the patient was not feeling good and after a manual drain the fluid was noted to be different. Additional information was obtained through follow-up with the patients peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The following day ((B)(6) 2021) the patient was admitted to the hospital for the peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with cefepime 2g daily for 21 days to be administered in a 6-to-8-hour dwell. The patients culture resulted positive for citrobacter koseri with a white cell count of 347 (unknown units). The patient was discharged from the hospital on (B)(6) 2021. The patient continued to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis has been attributed to touch contamination. No further information was provided.